Event description:
I was diagnosed with sleep apnea in 2013 and have used CPAP device since then. Currently, 1 use a resmed bipap device - aircurve 10 with an airfit p10 frame system medium mask. This machine I fairly new and I began using it in early (B)(6) 2023. 1 bad no problems with the device until this morning when I woke up and looked at its home screen and was surprised to sec that it had not registered the rime that I had slept, although I had been in bed and sleeping since I·isam this morning. The device is running but not recording my sleep. I plan to wait and watch over the next few days to see if this problem continues. I rely on my bipap, since my apnea is bad. I reported this issue to my sleep doctor, (B)(6), md of (B)(6), oregon. She told me to report the issue to medwatch.